Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee arthroplasty; surgeon, (B)(6) hospital, (B)(6) 2018. Following trial on a tight knee the surgeon attempted to remove the insert and it was broken on removal. All pieces were recovered and after a short delay another tray was opened and the operation was completed. No impact to patient. All pieces recovered and reported. 5 minute delay to procedure. Related product: 254500632 size 3-4 shim 6mm = not available - missing from tray.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.